Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts event described as "xen trocar stuck" during implantation in left eye. Surgery was completed with second xen®45 gts device. No eye injury noted.